Manufacturer narrative:
Submit date: 05/03/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer reported that the PICC was leaking. The PICC was inserted on (B)(6) 2011 and was removed on (B)(6) 2011.